Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a german patient experienced an inappropriate defibrillation event on (B)(6) 2014 while at a senior residence. An arrhythmia was detected at 17:51:39. The ECG shows that the patient was in vt at 222 bpm. The device appropriately alarmed and initiated the treatment sequence. However, the arrhythmia self-converted nine seconds prior to the treatment delivery. The treatment was delivered at 17:57:27 while the patient was in a sinus rhythm at 60 bpm with pvcs. The response buttons were not pressed during the entire event. It was reported by the distributor that the patient was having a syncopal episode at the time. After the treatment the patient went to the hospital and returned to his residence shortly thereafter. The patient continue to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage: monitor (B)(4)- reuse, electrode belt (B)(4): 11/2011 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).